Event description:
It was reported that the user experienced symptomatic hypoglycemia while using the ilet in its learning phase, with concurrent cgm and fingerstick glucose values in the 40s to 50s mg/dl after breakfast, during which the device delivered corrections and then suspended insulin as glucose began to fall. Symptoms included fatigue and blurred vision. Outcomes included urgent low glucose readings requiring immediate carbohydrate treatment and subsequent recovery without hospitalization. Investigation included real-time review of synced report logs, assessment of cgm and fingerstick readings, and review of automated insulin delivery actions and meal announcement context. Investigation of this case revealed that the device responded as designed by stopping insulin when glucose declined, and that the event¿s cause remained unclear given recent meal-related corrections during algorithm learning. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.